Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had no stimulation. It was noted that there were no usable contacts on the left lead and only three usable contacts on the right due to high impedances. The patient underwent a revision procedure wherein the leads and anchors were replaced. The patient was doing well post operatively.

Manufacturer narrative:
Additional information was received that the physician suspected a lead fracture.

Event description:
A report was received that the patient had no stimulation. It was noted that there were no usable contacts on the left lead and only three usable contacts on the right due to high impedances. The patient underwent a revision procedure wherein the leads and anchors were replaced. The patient was doing well post operatively.